Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock approximately one week post implant. It was noted that the patient was laying on their side at the time of the episode. Review of the stored episode noted at wandering baseline. Device therapy was turned off and the patient was admitted to the hospital. Technical services (ts) discussed the potential of air entrapment and recommended palpating the pocket to try and recreate the noise. The wandering baseline was able to be recreated by having the patient lay on their side, however, the noise was unable to be recreated with palpations. Ts discussed that the air dissipates/absorbs over time and may not be evident on x-ray, however, recommended obtaining an x-ray. X-rays were then taken, and patient remained in the hospital overnight with device therapy off pending review. Review of the x-rays the following day confirmed potential air entrapment in the device pocket. Pocket manipulations were again performed and unable to recreate noise and the wandering baseline was no longer able to be recreated with the patient laying on their side. Device therapy was programmed back on and the patient was discharged. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.